Manufacturer narrative:
The reported problem could not be confirmed in the absence of available data. In addition, those present in the field reported that the tablets worked well after being restarted, and continued to function normally. The most likely hypothesis to explain the reported issue is that too much electromagnetic interferences were present during the pacemaker interrogation such as nearby screens, laptops chargers, electrophysiology magnetic sensors or other telemetry heads leading to the impossibility to interrogate the pacemaker. It is recommended to avoid as much as possible noisy environment nearby the telemetry head while a device is interrogated. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a patient follow-up on (B)(6) 2025, a programmer could not interrogate to a pacemaker.

Event description:
Reportedly, during a patient follow-up on 11-mar-2025, a programmer could not interrogate to a pacemaker.